Manufacturer narrative:
No investigation was performed. No information available regarding the product that was involved. Patient did not respond to multiple requests for more information. Unable to determine root cause or conduct trending analysis. No further action to be taken unless the patient responds with more information.

Event description:
(B)(6) complaint received. Below is the patient's complaint description: "I wish I had went with the sleeve instead of the band. Now I'm going to have the revision to sleeve." "I had mine done in 2017. Lost only about 30 pounds an then stopped. No matter how full the dr filled the band an no matter how much less I ate I can't lose weight. I have problems with pain in the port area and most times even if my band is empty food including things like pudding feel like it's stuck an it causes an awful lot of pain an makes me actually feel like I can't breath. It's scary. So now I'm going to have a revision from band to sleeve."